Manufacturer narrative:
(B)(4). Additional information: batch # m52r4w. Additional information received: I am waiting to hear the status of the patient. The registrar using the device is extremely well versed with using this specific device, and familiar with the IFU. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lower anterior resection procedure, the device was attempted to be fired by the senior registrar who is very familiar with this device. He found it was extremely tough to fire, particular towards the latter end of the firing stroke, and did not hear or feel a crunch. They opened the device up and repositioned this before trying again whereby they did hear the firing cycle complete this time. Unfortunately the posterior section of the anastomosis was not complete when they tested this. The patient is now left with an end colostomy. It is unknown how the procedure was completed. It is unknown if one device will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.